Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. The lot number is unk. The following info was found on the maude database: (B)(4). A follow-up report will be submitted if more info becomes available. Eval conclusions: a follow-up report will be submitted if more info becomes available.

Event description:
The customer reported that the hub on the indwelling tunneled hemodialysis catheter was cracked. No further info was provided. No harm or injury was reported. Merit became aware of this complaint while gathering info from the maude database. A medwatch report was not received by merit for this complaint.